Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring on multiple firings. There was inconsistent clip formation. A new device was used to complete the procedure. No adverse impact to the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Multiple. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, out side, popped sound heard.